Manufacturer narrative:
Calibration data show signals within expected ranges. Controls recovered within range. The estimated assay specificity of the customer's data is comparable to the specifications of the elecsys toxo igm assay.

Manufacturer narrative:
Medwatch field phone number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 45 patient samples tested with the elecsys toxo igm immunoassay on a cobas 6000 e 601 module. The results did not compare to results measure with competitor methods. All values measured on the e 601 analyzer were reported outside of the laboratory and some were reported to the doctor. Refer to the attachment for all patient data. Toxo igm results from the e 601 analyzer were compared to values measured on an architect analyzer at a second site and a liaison analyzer at a third site. The serial number of the e 601 analyzer is (B)(4).